Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 44 mg/dl at the time. The customer was treated with drinking juice. Customer also reported that they did not receive a sensor updating not available alert. Customer was able to run test on transmitter. Customer stated the site was actively bleeding and blood was not visible on the sensor connector. Customer also stated that the sensor was not tugged or pulled on after insertion. Customer will not return device for analysis.